Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that its audible alarm was not functioning as expected (no alarm tone). There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's alarm not functioning as expected was confirmed. Ventec replaced the device's speaker to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the speaker.